Event description:
It was reported that the user¿s continuous glucose monitor indicated a low glucose reading, the user ingested multiple fast-acting carbohydrates including candy, soda, and honey, and a confirmatory fingerstick measured 102 mg/dl while the user was within the first week of starting on the insulin pump. Symptoms included suspected hypoglycemia. Outcomes included resolution without emergency care or hospitalization. Investigation included user guidance and troubleshooting education on hypoglycemia treatment and confirmation of glucose by fingerstick. Investigation of this case revealed user overcorrection risk and that the pump¿s adaptive algorithm was still in its early learning period. It was concluded that the event was consistent with hypoglycemia with cause unclear, and user education on appropriate treatment and confirmation practices was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.